Event description:
It was reported that the patient experienced asystole. Intermittent pacing was observed on the holter monitor. Loss of capture was suspected. The pulse generator was explanted and replaced. The pulse generator ceased to function due to the use of electrocautery during the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup operation with product code intact. After a device download, normal function ensued. Electrocautery marks were found on the device can. The electrocautery used during the explant procedure could have caused the device to revert to backup operation.